Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. As received, the belt failed the ECG fall of test. Upon evaluation, the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the -5v wire. The cause of the fall of test failure is the strained cable and the damaged wire. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt that was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The belt failed incoming testing. The device failure did not cause or contribute to the patient death as the patient was in a non-treatable, non-life sustaining rhythm at the time of the device shutdown.